Event description:
Per attorney's report: on 12/09/2003 - patient underwent procedure to repair a symptomatic umbilical incisional hernia, during which a composix mesh was implanted. In 2005 - patient was admitted for removal of the composix mesh due to a prolonged course of infection and failure of the mesh. Patient was discharged three days later.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for eval or add'l info becomes available.